Manufacturer narrative:
H4: device manufacture date: (B)(6) , 2020 - (B)(6) , 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed and showed leak at junction of the white flow restrictor housing and the blue winged cap. The reported condition was verified. Due to the nature of the provided sample, no further testing could be performed. Therefore, the cause of the condition could not be determine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had fluid leakage inside the housing; further described as a fluid ¿restrictor housing leak¿. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.